Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The service department also found that the video cable twisted. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause could not be conclusively determined. However, the reported phenomenon could have been attributed to faulty vide connector of the device due to unexpected stress. The instruction manual instructs "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result."

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported the endoscopic image failure during preparation for use. Reportedly, the image quality of the endoscopic image deteriorated. Then, olympus inspected the device at the service department of olympus (B)(4) and found that an error (e226) occurred and there was a problem with the endoscopic image. The error (e226) may have been caused by the video connector failure due to physical stress. There was no report of patient injury associated with this event.